Event description:
Reportedly, the facility indicated that the surgeon sustained a burn while using the instrument. He felt a burn/pain through his glove at the point where he holds the instrument. Attempts to obtain additional information has not been successful at the moment. There was no report on the type of treatment used by the physician.